Event description:
According to the available information, the patient was hospitalized in intensive care for respiratory distress due to a complication of her charcot-marie-tooth disease. Prior to the insertion of a bladder catheter for urinary retention, observation of a clean section at the distal end (crack) and the catheter was not used. No clinical consequences for the patient.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.